Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information war received from a foreign healthcare provider (hcp) and a distributor. The patient¿s height was 150 cm. The patient¿s underlying disease was spastic cerebral palsy. Their past history included symptomatic epileptic. The onset of symptoms occurred on (B)(6) 2021. A catheter x-ray was attempted on (B)(6) 2021 and the drug could not be aspirated. A catheter occlusion was suspected and the patient experienced withdrawal symptoms. It was further reported that attempts were made to aspirate and drain cerebrospinal fluid from the catheter when the pump was replaced, but drainage was not possible. Since the amount of drug solution in the pump was decreasing, it could not be pulled when applying negative pressure, but it was judged that the drug solution was administered when the force in the pump was applied. However, after the procedure, fever and exacerbation of spasticity were observed, which were considered to be withdrawal symptoms. Regarding the attending physician¿s assessment, it was reported that when the catheter pump was replaced in (B)(6) 2021, only the connection part between the pump and the catheter was operated, and it was unlikely that the catheter was damaged by this procedure. It is probable that it was damaged during the course of the process so far, and the drug solution was partially injected. However, it has deteriorated more rapidly after the replacement procedure, and it was possible that it was damaged during the procedure. It was also noted that if there was a possibility, it was possible that the catheter was pulled when the pump was taken out of the patient's body. Regarding causality, it was indicated that the event was unrelated to the drug, pump, and surgical procedure. The outcome of the event was recovered as of (B)(6) 2021 (date of catheter replacement).

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# n405979002, implanted: (B)(6) 2014, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information war received from a foreign healthcare provider (hcp) and a distributor on (B)(6) 2021. It was reported that the catheter replacement was scheduled for (B)(6) 2021.

Manufacturer narrative:
H3: analysis of the catheter revealed damage to the transition tubing of the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information war received from a foreign healthcare provider (hcp) and a distributor. The issue was first found by a physician. The pump was replaced in september; however, drug suctioning could not be performed in the catheter at that time. A catheter contrast study was later scheduled to be performed, but suctioning could not be performed via the catheter access port (cap). When the catheter on the spinal cord side was cut at the connector part, the return of the spinal fluid was confirmed. It was judged that there was a trouble with the catheter on the pump side. After cutting the catheter on the pump side, they tried pushing the saline from the pump connector, but it could not be pushed, and it was judged that a trouble occurred. It had been unknown from visual effects but thought to be a blockage of the catheter because saline couldn¿t be pushed. When they tried pushing saline from the oppos ite side of the pump connector with a tuberculin acus, the saline flowed from the pump connector. The cause of the initial blockage was requested if it was known by analyzing the catheter. Investigation had been requested to determine if there was any other damage to the catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8781; lot# n405979002; implanted: (B)(6) 2014; explanted: (B)(6)2021; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was still in use. The catheter would be returned.

Event description:
Information was received from a foreign healthcare provider and distributor regarding a patient who was receiving gabalon at a daily dose rate of 260 mcg via an implantable pump for cerebral palsy. The dosing duration for gabalon was 2011-jun-01 to 2021-jul-05 and continuing. It was reported that the date of implant was (B)(6) 2021. The date of incident was september of 2021. The date 2021-sep-01 is considered an approximate date of event (specific month and year known only). The drug could be drawn from the catheter connector during pump replacement surgery. Only the pump was replaced. When confirming the effect before surgery with the patient¿s mother, she said the effect was felt. It was decided to wait and see the situation. Later on, (B)(6) 2021, the patient¿s mother said the patient was still nervous, so she asked to increase the dose, and it was performed. Until now, the dose adjusted to 180 mcg/ day or less, but when the dose was increased to 260 mcg/ day, the effect could not be felt. As a results, inspection of catheters, etc was considered. The pump operability test revealed normal volatility. A rotor test had revealed no abnormality. A catheter contrast examination was attempted, but the drug could not be drawn from the catheter access port (cap). A contrast examination was not pe rformed. Catheter replacement surgery was considered, and they were to adjust in the future and schedule along with the mother's schedule. It was considered as a catheter obstruction or kink. It was not thought there were any withdrawal symptoms because the catheter had been obstructed for some time. The doctor thought it was good for the patient¿s mother to be convinced and it became clear that there was a catheter problem after trying roller examination and catheterization. It is thought that catheter replacement surgery would be performed, but the schedule will be decided in consideration of the operating room situation and the patient's situation. Regarding causality, it was noted that the issue was related to drug and unknown if related to surgical procedure. The outcome of the adverse event was not recovered.

Manufacturer narrative:
Concomitant medical products: product ID: 8781 lot# n405979002, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4).